Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and upon visual inspection no issues were found. The usm was installed on a test fixture where it failed the fiber test on the rolling loop. The rolling loop fiber and clocks pring fiber were further inspected and confirmed to be source of the issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the rolling loop and clock spring fibers within the usm. This can be resolved by contacting isi and having the fse service the system. This issue is captured in the fmea, usm, is4000 and is4200 (818600-01, rev ad) via risk ID xi-psc-22890.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The usm3 was replaced to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 3 was non-responsive. The procedure was completed with no reported injury.